Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking "rupture" against right device. The device has been explanted.

Event description:
Healthcare professional reported via device tracking "rupture" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR summary: the complaint listing report indicates that there were other records for units manufactured on work order 1844471: 1065879: a1401 - deflation problem. Device returned to device analysis lab. 1127660: a1401 - deflation problem. Device returned to device analysis lab. 2505348: a25 - no apparent adverse event; e2403 - no clinical signs, symptoms or conditions. Device returned to device analysis lab. Review of all complaints of a050401 fluid leak for the period of may - 2020 through apr- 2022 related to date opened indicates that 9 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of a050401 fluid leak for saline implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.